Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a right ica (internal carotid artery) thrombosis with right brain infarct and left sided weakness during a surgery in which floseal was used. It was reported that during an endoscopic nasopharyngectomy, the right ica was hit and floseal was used to stop the bleeding. Subsequent to the surgery the patient developed left sided weakness, right ica thrombosis, and right brain infarct. No further information was provided regarding treatment or patient outcome. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.